Event description:
It was reported that during a da vinci s prostatectomy procedure the monopolar curved scissors instrument was dull. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the scissors do not cut cleanly through .006 inch latex. The latex gets snagged at the scissor tips. The blade edges are slightly rounded at the tips, negatively affecting cutting performance. Decreased cable tension and / or belleville spring force may also contribute to poor cutting. Engineering also found that the distal end of the main tube has an 8.75 inch long section with material removed. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damge was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.